Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the pacemaker's battery longevity decreased from six and a half years remaining to three and a half years remaining in five months time. The clinic is concerned over possible premature battery depletion and plans to follow up with the patient within three months to reassess battery longevity. The clinic is also considering enrolling the patient in the remote home monitoring system. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted during a lead procedure and replaced with another manufacturer's device. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker's battery longevity decreased from six and a half years remaining to three and a half years remaining in five months time. The clinic is concerned over possible premature battery depletion and plans to follow up with the patient within three months to reassess battery longevity. The clinic is also considering enrolling the patient in the remote home monitoring system. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted during a lead procedure and replaced with another manufacturer's device. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker's battery longevity decreased from six and a half years remaining to three and a half years remaining in five months time. The clinic is concerned over possible premature battery depletion and plans to follow up with the patient within three months to reassess battery longevity. The clinic is also considering enrolling the patient in the remote home monitoring system. The pacemaker remains in service and no adverse patient effects were reported.